Event description:
It was reported that the touch pen for the programmer is out of calibration, despite having been updated. It was also reported the x,y coordinates are off on the touch screen. The stylus calibration was ran and it did not help. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus/touch screen out of calibration. As a result the overlay/bezel assembly was replaced and the stylus was calibrated. (B)(4).

Event description:
It was reported that the touch pen for the programmer is out of calibration, despite having been updated. It was also reported the x,y coordinates are off on the touch screen. The stylus calibration was ran and it did not help. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.